Event description:
It was reported that prior to a surgical procedure; it was observed that the small battery drive device did no work. There was no delay to a surgical procedure. During in-house engineering evaluation, it was determined that the device bearing was worn, failed leak tightness test, the trigger was sticky and would run. The device also failed pretests for general condition, leakage test using bubble emission technique, check the attachment coupling, check the cannulation of hand piece, check for mechanical free moving, check for sticky triggers, check falling out protection, check fitting of the lid, check for wear on housing and check general function of device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance.